Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx pro closure device was implanted. It was noted that the patient had difficult anatomy and there were challenges placing the device, requiring 3 recaptures/repositions. The patient returned for the 45-day routine follow up. Computed tomography (CT) was performed which identified a proximal device shift with a large sub fabric flow under the inferior aspect of the closure device. There were no patient complications. The patient is expected to return for a follow up transesophageal echocardiogram in two weeks to help assess the size of the leak.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the 35mm watchman flx pro closure device, part # m635wu60350, batch # 37438994. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the 35mm watchman flx pro closure device remains implanted, therefore returned device analysis could not be completed. Limited procedural intracardiac echocardiogram (ice) and follow-up computed tomography (CT) were provided to aid in the investigation and reviewed by members of the bsc training team, medical safety, and clinical specialists. Review of the limited procedural ice showed that the left atrial appendage was chicken wing anatomy. The closure device was released in suboptimal position, was proximal, with sub-fabric leak shown by color doppler flow toward inferior. The closure device was tugged under overhanging limbus tip, which could have influenced interpretability of the tug test. Review of the follow-up CT showed the closure device canted, but based on limited ice imaging, it was difficult to assess where there was further shift. There appeared to be a distal puck fracture. The closure device appeared stable, and the loosened tines were directed towards the inside of the closure device with likely low risk of perforation. Labeling review: review of the watchman flx pro instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. The IFU includes implant did not seal, and implant movement/shift as known adverse events. No updates are required to the IFU as a result of this event. There was evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman flx pro IFU includes the following warning: "do not release the watchman flx pro device from the core wire if the closure device does not meet all release criteria. Confirm proper closure device release criteria: position, anchor, size, and seal (pass criteria)." Risk review a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of failure to follow instructions. It was reported that a device shift and large sub fabric flow were identified at the 45-day follow-up. Medica review showed the closure device did not meet pass criteria at implant and a closure device fracture was identified in the follow-up CT. The watchman flx pro IFU states, "do not release the watchman flx pro device from the core wire if the closure device does not meet all release criteria. Confirm proper closure device release criteria: position, anchor, size, and seal (pass criteria)." It appears possible that failure to follow the warning in the IFU contributed to the device shift and leak.

Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx pro closure device was implanted. It was noted that the patient had difficult anatomy and there were challenges placing the device, requiring 3 recaptures/repositions. The patient returned for the 45-day routine follow up. Computed tomography (CT) was performed which identified a proximal device shift with a large sub fabric flow under the inferior aspect of the closure device. There were no patient complications. The patient is expected to return for a follow up transesophageal echocardiogram in two weeks to help assess the size of the leak.